Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead could not be repositioned due to occluded access. The lead was capped and replaced. No patient symptoms or additional information was reported at this time.